Event description:
13 patients had to be evacuated from the neonatal intensive care unit due to smoke from phototherapy light fire. All the patients were transported on oxygen and supporting their individual needs. There were no infant condition changes due to fire or evacuation. According to our biomed department--the design of the articulated arm is such that the middle joint can rotate 360 degrees. This rotation over time caused the wires inside the arm and inside the joint to become very twisted. This twisting led to damage of the wire insulation. The damage grew to the point of allowing a high resistance short, causing the secondary of the power transformer to overheat. This resulted in smoke and smell.